Event description:
It was reported to the manufacturer by the responding fire department regarding a 911 call in 2005. An [alarming] "AED exploded when a coach opened the case the AED was in. The battery pack exploded and luckily no one was injured". In follow up calls with school distric and fie department personnel, it was learned the coach heard an alarm from an AED in storage closet. The coach went in the closet, placed the case on a table or box and opened the carry case. The coach then lifted the lid on the AED to determine the status of the device and within a couple of seconds, the battery exploded sending fumes through out the storage room. The coach immediately left the area. 911 was called. Upon examination by the first responder, the coach sustained an injury to one hand, but he felt treatment was not requied. The devie is being prepared for shipment to the manufacturer for analysis.